Event description:
This lead was implanted on (B)(6) 2008, and was abandoned on (B)(6) 2011, due to high atrial thresholds. The physician was dr. (B)(6), at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).